Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair will no longer stay locked and allows the chair to move backwards when in locked position.